Event description:
It was reported that a patient had gone to the emergency room due to the possibility of an infection. He had stayed in the hospital for 6 days. It was stated that the staph infection caused the removal of patient's implantable neurostimulator (ins). One week later, it was reported that the patient had gone to the hospital on (B)(6) 2012. The patient had a staph infection. It was stated that he had a high fever and "it was inflamed over the ins site." The ins was explanted. The patient had 6 weeks of IV antibiotics. It was stated that "the patient was in back pain now" and would like to consider another ins implant. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported that perioperative antibiotics were administered; 1 gram of ancef. The onset or diagnosis of the infection was on (B)(6) 2012. The patient did not have meningitis and had a fever, redness, swelling, drainage, and pain. The infection was located at the pocket site and a culture was taken from it. The culture showed the organism was staphylococcus aureus. The patient's entire device system was explanted and was treated with both intravenous and oral antibiotics. The infection did resolve.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).